Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Reportedly, customer reloaded the existing cartridge and successfully resumed insulin therapy. Customer's blood glucose level was 150 mg/dl.